Event description:
The customer called and reported there were air bubbles in the reservoir, which customer would push out with a plunger. She stated the insulin pump would work for a few changes. The customer further stated the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. She believed there was something wrong with the insulin pump. Her blood glucose was around 300 mg/dl after eating. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.